Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. On (B)(6) 2022, it was reported that the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient experienced convulsions, epileptic seizures, and loss of consciousness. An emergency doctor was called, and the patient was treated with glucose. At an unspecified time of the event the cgm was reading 250 mg/dl and the blood glucose reading was 33 mg/dl. At the time of the report the patient was feeling well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause hypoglycemia with convulsions, epileptic seizures and loss of consciousness.